Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance of greater than 3,000 ohms which triggered a lead safety switch (lss). It was noted the patient's device had recorded neat rv impedance trends both before and after the polarity switch. High capture threshold was also observed in bipolar sensing configuration. In-clinic pocket manipulation did not produce noise. Several programming adjustments were made, and implant x-rays and device data were sent to technical services (ts) for further review. Ts noted there is a point on the x-ray where lead damage is seen in a location typical of subclavian crush. Consideration of lead replacement was advised. Of note, there was not involvement by a boston scientific field representative in this case. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance of greater than 3,000 ohms which triggered a lead safety switch (lss). It was noted the patient's device had recorded neat rv impedance trends both before and after the polarity switch. High capture threshold was also observed in bipolar sensing configuration. In-clinic pocket manipulation did not produce noise. Several programming adjustments were made, and implant x-rays and device data were sent to technical services (ts) for further review. Ts noted there is a point on the x-ray where lead damage is seen in a location typical of subclavian crush. Consideration of lead replacement was advised. Of note, there was not involvement by a boston scientific field representative in this case. No adverse patient effects were reported. This product remains in service. Additional information: the patient underwent a revision procedure, and this lead was explanted without incident. Besides intervention, there were no other adverse patient effects reported. Since the patient no longer has a pacemaker indication, no new lead was implanted. The explanted lead is expected to be returned for analysis.